Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach by design toothbrush for dental cleaning (route-dental, lot number 2531t, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in the mouth while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information was received on (B)(4) 2012 and (B)(4) 2012: the consumer stated that, the toothbrush number four broke in the mouth. Batch record review of lot 2531t was acceptable. A product and facility review was conducted and there were no issues that would relate to this malfunction found during the manufacturing process. The handle resin was changed in 2011. All validation testing related to this issue was acceptable. Both old and new resins passed the bend testing. Retain samples were evaluated and meet specification. This report was considered a reportable malfunction case in (B)(6).

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush for dental cleaning (route-dental, lot number 2531t, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in the mouth while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information was received on (B)(6) 2012: the consumer stated that, the toothbrush number four broke in the mouth. Batch record review of lot 2531t was acceptable. A product and facility review was conducted and there were no issues that would relate to this malfunction found during the manufacturing process. The handle resin was changed in 2011. All validation testing related to this issue was acceptable. Both old and new resins passed the bend testing. Retain samples were evaluated and meet specification. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: a batch record review offered no deviation associated with this complaint. Visual inspection of the retain samples offered no defects. Sample lot 22411sg s1 was returned and evaluated. One toothbrush inside a value pack for two toothbrushes was received. Lot number on the package was 2531t. Lot on the toothbrush was 22411sg s1. Toothbrush was broken under the sleeve below the thumb stop. The bristles were highly stressed and overused. The deep scratches on the neck and head of the toothbrush were also noted indicating this toothbrush might have been used for purposes other than brushing teeth. The crack was noted on the front side of the handle which was in the direction of brushing and indicated an overload of force not associated with the pressure used to clean teeth. Document review was acceptable. No adverse trends have been noted for the packaged lot or the toothbrush lot. A root cause could not be determined for this complaint as no information was available regarding the "toothbrush&apos;s" use. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: a review of the return sample was completed and could not confirm the reported complaint, disposition was undetermined. No changes were required to the investigation. Continued to monitor and close. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush for dental cleaning (route-dental, lot number 2531t, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in the mouth while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information was received on (B)(4) 2012: the consumer stated that, the toothbrush number four broke in the mouth. Batch record review of lot 2531t was acceptable. A product and facility review was conducted and there were no issues that would relate to this malfunction found during the manufacturing process. The handle resin was changed in 2011. All validation testing related to this issue was acceptable. Both old and new resins passed the bend testing. Retain samples were evaluated and meet specification. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A batch record review offered no deviation associated with this complaint. Visual inspection of the retain samples offered no defects. Sample lot 22411sg s1 was returned and evaluated. One toothbrush inside a value pack for two toothbrushes was received. Lot number on the package was 2531t. Lot on the toothbrush was 22411sg s1. Toothbrush was broken under the sleeve below the thumb stop. The bristles were highly stressed and overused. The deep scratches on the neck and head of the toothbrush were also noted indicating this toothbrush might have been used for purposes other than brushing teeth. The crack was noted on the front side of the handle which was in the direction of brushing and indicated an overload of force not associated with the pressure used to clean teeth. Document review was acceptable. No adverse trends have been noted for the packaged lot or the toothbrush lot. A root cause could not be determined for this complaint as no information was available regarding the toothbrush's use. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush for dental cleaning (route-dental, lot number 2531t, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in the mouth while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.